Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was kept by the medical facility.